Manufacturer narrative:
The investigation has determined that lower than expected vitros tsh patient sample results were obtained during a correlation study when the customer was using vitros thyroid stimulating hormone (tsh) reagent lot 5805 on five vitros 5600 integrated systems and one vitros 3600 immunodiagnostic system. The vitros tsh results were lower than expected when compared to tsh results obtained from siemens and esoterix technologies. A definitive assignable cause for the lower than expected vitros tsh results could not be determined. However, method to method differences between the vitros tsh assay and the siemens and esoterix technologies, or biotin interference are the most likely contributors to the event. In july 2018, ortho issued a customer communication (cl2018-149) to alert customers that biased results may occur for specific vitros immunodiagnostic products (microwell assays) at biotin concentrations which are lower than indicated in the current instructions for use (IFU). For the vitros tsh assay, a negative bias may be observed (= 10% bias) in samples with a biotin concentration of 5 ng/ml (0.5 ¿g/dl). Some patient samples included in the patient correlation study were sent to the ortho clinical diagnostics site in rochester for biotin testing and the concentrations for a number of those samples were greater than 5 ng/ml. Therefore, a sample interferent that affects the vitros tsh assay cannot be ruled out as contributing to the event. A reagent performance issue or instrument related issue are not likely contributors to the event, as the overall accuracy and precision of the quality control results on all vitros instruments were within acceptable limits prior to the event. Furthermore, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tsh reagent lot 5805.

Event description:
A customer reported lower than expected vitros tsh patient sample results obtained using vitros thyroid stimulating hormone (tsh) reagent across different vitros instruments during a correlation study. The customer¿s vitros tsh results were compared to (B)(6) laboratory results, tested using siemens centaur technology. Further lower than expected vitros tsh patient sample results were attained when compared to esoterix tsh results from another site. Patient 4 sample result of 0.016 miu/l versus the expected siemens result of 0.79 miu/l. Patient 16 sample result of 0.180 miu/l versus the expected siemens result of 0.28 miu/l. Patient 20 sample result of 0.090 miu/l versus the expected siemens result of 0.15 miu/l. Patient 21 sample result of 0.04 miu/l versus the expected siemens result of 0.58 miu/l. Patient 22 sample result of 0.15 miu/l versus the expected siemens result of 1.56 miu/l. Patient 24 sample result of 0.05 miu/l versus the expected siemens result of 0.33 miu/l. Patient 30 sample result of 0.13 miu/l versus the expected siemens result of 1.09 miu/l. Patient 38 sample result of 0.02 miu/l versus the expected siemens result of 1.44 miu/l. Patient 40 sample result of 0.26 miu/l versus the expected siemens result of 0.60 miu/l. Patient 64 sample result of 3.18 miu/l versus the expected esoterix result of 4.6 miu/l. Patient 65 sample result of 0.14 miu/l versus the expected esoterix result of 0.24 miu/l. Patient 67 sample result of 1.19 miu/l versus the expected esoterix result of 4.9 miu/l. Patient 68 sample result of 1.19 miu/l versus the expected esoterix result of 3.8 miu/l. Patient 69 sample result of 2.74 miu/l versus the expected esoterix result of 4.2 miu/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower than expected vitros tsh patient results were not reported outside of the laboratory. There were no allegations of patient harm as a result of the event. This report is number 3 of 6 MDR¿s for this event. Six (6) 3500a forms are being submitted for this event as 6 devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).